Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer has had issues with high blood glucose levels for the last 3 weeks. Customer has had auto-off alarms and stated that the insulin running through the tubing off-body comes out slow. Customer's blood glucose level was 27.0 mmol/l at the time of the incident. Customer treated with set changes and was taken off the pump. Customer's last blood glucose level was 22.0 mmol/l. Customer had a back-up plan. Customer's unexplained high blood glucose level event began on (B)(6) 2105. Customer had no air bubbles but it was found that their health care professional changed the bolus wizard settings. Customer was advised to verify the accuracy of the programming with their health care professional. Customer declined to check for possible site or insulin issues. Customer also had no delivery alarms. Customer was advised to change the entire set, reservoir, and insulin. Customer will be sent a tubing clamp. No further details given.